Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2009-00474 for the first event involving same patient. It was reported per the sales representative who spoke to the perfusionist over the phone that the intra-aortic balloon (iab) was prepped per instruction and inserted without difficulty. After four hours of iab therapy, blood was noticed in the "tubing" and as a result, the iab was removed. There were no reported patient complications or injury. Further information has been requested.